Event description:
The customer reported, the system is displaying a workstation error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the camera single board computer and the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number (B)(4).